Manufacturer narrative:
Investigation completed on a smiths medical fluid warming/level 1 hotline low flow systems - hl-390 . Leaking was confirmed. Physical condition revealed wear and tear damage to drain fitting, enclosure, water tank cover, front cover, and line cord. The cause of event was due to missing the 390 block. Repair summary:pm performed. Replaced missing 390 block and water tank cover due to leaks. Replaced drain fitting, enclosure, line cord, and switch label due to visual damage. Replaced missing front cover and reflux plug.

Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-390 is leaking and missing front cover.